Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensing and low amplitude was also observed in the episode. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed and the plan is continue monitoring. Currently, this product remains in service and no additional adverse patient effects were reported.